Manufacturer narrative:
The tandem t:slim pump user guide indicates that the humalog was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was impacted and reported as high as 400 mg/dl. As the customer had changed out the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of the past occlusions was unable to be performed. The customer reported that the cartridge and insulin were changed out every three days.